Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Medtronic legal received information regarding that insulin pump's retainer ring and locking mechanism was defective from the attorney of the family. The information received on may 19, 2021. Attorney reporter alleged that in (B)(6) 2019 , insulin pump malfunctioned and failed to deliver the appropriate amount of insulin, causing them to suffer chest pain, nausea, vomiting, diabetic ketoacidosis and acute coronary syndrome which required emergency medical treatment for three days. The insulin pump failed to deliver insulin, it was also alleged that the retainer ring and locking mechanism were defective. They also had mental stress, anxiety, worry, humiliation, fear, concern and other personal and financial hardship in the aftermath from the malfunction events. The reservoir and the insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Additional information has been received regarding retainer ring recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Visual inspection: missing retainer ring, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, missing display window cover, cracked/broken battery tube threads, cracked case at the corner of the belt clip rail, broken belt clip rail, faded end cap address label, scratched keypad overlay, pillowing keypad overlay and stained keypad overlay. (The pump did no bad a battery installed when received). Debris in the battery tube, missing battery cap contact. 1.597 volts on the test energizer alkaline battery. Using a test battery cap. Retainer ring color (black or clear): n/a missing retainer ring. Is the retainer ring connected to the case (yes or no): n/a missing retainer ring. Is the retainer ring intact (yes or no): n/a missing retainer ring. Verify if the retainer locks in place? (Yes or no): no, missing retainer ring. History download was successful using thus and carelink upload was successful. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.08675 inches. The pump passed the functional testing. However, the pump had a missing retainer ring. Possible under delivery anomaly not confirmed (the pump passed the displacement test, and the dat). Retainer ring damage confirmed (the pump had a missing retainer ring). Reservoir unable to lock into place confirmed. Legal confirmed. Analysis identified product meets specification? No. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had malfunctioned and failed to deliver the appropriate amount of insulin. Customer reported that the under delivery of insulin led to the customer experiencing hyperglycemic event and diabetic ketoacidosis. Customer treated for hyperglycemic event with manual injections. Customer reported that the retainer ring and locking mechanism were defective. Insulin pump will be returned for analysis.